Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. Reportedly, the customer experienced variceal hemorrhage. The customer alleged that unspecified "pump failure" occurred. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.